Event description:
The patient reported frayed/exposed wires on the power supply box. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of merlin.net logs confirmed the pes was able to transmit with the replacement power supply.